Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in server plug-in z block. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. However, a root cause for foreign objects in server plug-in could not be identified. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.